Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with phrenic nerve stimulation. It was noted after reprogramming that stimulation was still observed. The left ventricular lead was programmed off. The left ventricular lead was revised and repositioned successfully. The patient tolerated the procedure without complaint and was in stable condition.